Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the radiologist acquired eight core samples; however, only one sample was actually obtained. It is reported that very little tissue was acquired and no calcifications were present. The user site reports that the patient procedure was aborted. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the radiologist acquired eight core samples; however, only one sample was actually obtained. It is reported that very little tissue was acquired and no calcifications were present. The user site reports that the patient procedure was aborted. Investigation methods and findings: the device was not returned for this complaint. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR for the corresponding lot was reviewed and, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.